Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that "the battery only lasts half a day". The "pump clock loses time", and "the pump heats up during charge". Additionall, it was reported, that the "cartridge does not slide onto back of pump easily". There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue.